Event description:
Chest pain, high rv (right ventricular) thresholds, rv impedance warning, ra (right atrial) lead impedance warning, ongoing low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154875.